Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump twice alarmed radio frequency motor test failed. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was received with an rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with broken battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, a missing end cap sticker and minor scratches on the display window.